Event description:
It was reported during an infusion of noradrenaline, the pcu had a system error. As a result of the system error the patient had a decrease in blood pressure. Metaraminol was administered to correct the blood pressure. No additional interventions were needed. Additional information was received by customer through due diligence attempts. It was reported the pcu began to flash and alarm. "System error. Operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Setting unrestorable - code: 255-16-275". Clinician called for a new pump set up and administered metaraminol (1mg/2mls) while switching infusion over to a new pump. Patient's blood pressure stabilized and returned to baseline.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during an infusion of noradrenaline, the pcu had a system error. As a result of the system error the patient had a decrease in blood pressure. Metaraminol was administered to correct the blood pressure. No additional interventions were needed. Additional information was received by customer through due diligence attempts. It was reported the pcu began to flash and alarm. "System error. Operating channels will continue as programmed. Replace programming module with an operational unit as soon as possible. Setting unrestorable - code: 255-16-275". Clinician called for a new pump set up and administered metaraminol (1mg/2mls) while switching infusion over to a new pump. Patient's blood pressure stabilized and returned to baseline.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error was identified through log analysis; however, the reported incident could not be replicated during the testing process. It was also observed that the suspect's event and error log were incomplete. Functional testing did not replicate the facility's reported error code 255-16-275. Further testing of pcu error 800.8000/system error 255-16-275 test procedure on the alaris infusion system showed no reoccurrence of the system error alarm code 255-16-275. The suspect pc unit underwent an alaris system maintenance (asm) v.12.3 preventive maintenance to reassure the issue reported did not affect the performance of the device. The following asm task were performed: instrument inspection, iui connectors, ground resistance, and ground leakage. As a result, the suspect passed all its tests without any complications and the pc unit was found to be operating as expected the pc unit was internally inspected for fluid ingress and contamination on the rj-45 port, electronic components and boards, as well as the rear case, using a black light minimal fluid ingress was observed on the rear case; however, no contamination or corrosion was detected on the electronic or mechanical components. The review of the suspect pcu event log did observe the error code 255-16-275 recorded. At 1:17 pm, the error log showed 'software_fault,' indicating an unstable connection; however, the event log review revealed that the suspect device did not report any activity after 1:14 pm. The potential risk is interruption of communication or power that could result in an infusion that stops with a pc unit alarm and may result in interruption of therapy or monitoring the last infusion programmed was confirmed to be of the drug noradrenaline with a rate of 2ml/hr, concentration of 60mcg/ml and a vtbi of 38.996ml which started at 1:14:00 pm; however, the log stops recording the activity of the suspect at 1:14:04 pm on the date of the event. The total volume infused from the suspect pump module was recorded as 1.004 ml/h. A software engineer was required to review the logs and determine the root cause. Upon decoding the suspect's log, it was found that the pcu error log spans from 10/14/2021 to 03/23/2025, whereas the event log ranges from (B)(6) 2025 to (B)(6) 2025. Additionally, the error log was found incomplete, as the malfunction codes following the 'software_fault' event are missing. Due to the incomplete logs at the date and time of the event, the software engineer was unable to ascertain a definitive root cause. The bd alaris¿ pcu software performs self-checks before and during operation. A system error indicates a hardware or software issue within the pcu. If this occurs, a replacement pcu should be obtained without powering down the current unit until a new one is available. The affected device should be tagged, described, and returned to clinical engineering or biomedical departments for further assessment. According to the bd alaris channel error tipsheet, active infusions will continue despite a system error, provided infusion parameters remain unchanged. If adjustments are necessary, manually stopping and reprogramming the infusion per the user manual addendum is recommended. To resolve the issue, the pcu can be powered down using the system on key and restarted. If the error persists after rebooting, the pcu should be replaced immediately and returned to biomedical engineering for troubleshooting and log retrieval the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported error code 255-16-275 was confirmed during log analysis; however, it could not be replicated through testing. The suspect pc unit was found to be operating within specification. Note that this report lists imdrf annex a0401, a1801, g02017, g04037, c07, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.